Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons and contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was torn in the area of the down arrow button and missing in the area of the up arrow button; this device failure is related to the reported issues. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).